Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 38 alarm noted during testing. The motor was tested outside of the device and failed due to moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no motor moment error. Insulin pump was not exposed to magnetic field. The customer was able to clear the alarm. Customer was able to rewind the insulin pump. Customer failed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.